Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads (B)(6) 2004. (B)(4).

Event description:
It was reported that the device battery had 22 months of remaining longevity, yet about 2 months later, the battery had an unexpected depletion. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.